Event description:
It was reported that on (B)(6) 2017, a 25mm epic stented porcine heart valve w/flexfit system was implanted. On (B)(6) 2021, the valve was explanted due to leaflet tear. Neither calcification nor infection was observed upon explant. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. Explant was reported due to a leaflet tear. The investigation found that cusps 1 and 2 were torn. There was thinning and loss of collagen fibers in all three cusps. There was fibrous pannus ingrowth on the inflow surface of cusp 2. There was no inflammation or significant calcifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear. Also, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The cause of the tear could not be conclusively determined